Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Imaging in the emergency department showed either the clips had fallen off or the presence of scissored clips, but the sales rep is not sure which. The account did not provide the sales rep with any further information.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when fired the device deployed unformed clips, scissored clips, and some properly formed clips. The procedure was completed with the same device and the surgeon inspected clips were properly formed. An unknown period of time after the procedure, the patient went to the emergency department where internal bleeding was discovered for which the patient received a blood transfusion. Imaging of the surgical area showed an issue with the clips, however the specific issue is not known. It is not known if the patient required reoperation. The patient has improved and is reportedly doing well.